Event description:
A resolute integrity drug-eluting stent was being used to treat a lesion in the ostium of the 1st diagonal branch. The lesion was moderately tortuous. The lesion was pre-dilated twice with a 2.5x15 sprinter. Device was removed from packaging and inspected prior to use with no issues noted. Negative prep was not performed. Resistance was encountered when advancing the device. It is reported that the stent failed to cross the 1st diagonal branch and during removal the stent dislodged. It is not known if any attempts were made to retrieve the stent. The stent was unable to be retrieved and it remains in the right lower extremity. The target lesion was treated with a 2.75 x 12 resolute integrity stent. No clinical sequelae were reported. Device evaluation: the distal tip was slightly flared. The device returned without the stent. There were crimp impressions evident along the balloon working length. There was no damage evident along the delivery system. Image review: the returned cardio-angiogram images show evidence of a previously deployed stent in the right coronary artery. There is evidence of disease in the left 1st diagonal and at the bifurcation of the lad/lm. The cag then shows the presence of a guidewire in the 1st diagonal vessel and then appears to show two pre-dilations of the vessel using a sprinter legend balloon. After the pre-dilation of the vessel the vessel remained slightly blocked. An attempt was then made to cross the lesion but the resolute integrity failed to cross the lesion. The final image shows the vessel but there is no stent present in the vessel.

Manufacturer narrative:
Evaluation results: failure to follow instructions (negative prep was not performed). Inherent risk of procedure (stent embolism). Patients condition affected effectiveness of device (moderately tortuous lesion, cine images show evidence of disease in the left 1st diagonal). Evaluation conclusions: failure to follow instructions (negative prep not performed). Known inherent risk of procedure (stent embolism). Device failure/lack of effectiveness related to patient condition (moderately tortuous lesion, cine images show evidence of disease in the left 1st diagonal). (B)(4).